Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging neurological issues. There was no report of serious patient harm or injury. Device has not been returned to the manufacture for evaluation. Despite multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported as incorrect information in section b adverse event/product problem as product problem. After the review it was determined that the neurological issues were reportable serious injury. The following correction has been updated in this report to reflect the correct information. Section b corrected as both adverse event and product problem. Section h type of reported complaint corrected as serious injury and health impact grid code has been corrected in this report..